Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 166 mg/dl and sugar glucose levels were 80 mg/dl at the time of the incident. Customer declined troubleshooting. The sensor will not return for analysis.